Event description:
Received notice of complaint concerning above product from clinical variance form filed by facility. Spoke with director of nursing who reports an event in which a leak occurred from the pump segment(post) to tee -connector location. Reports blood loss of 20/50cc, the patient remains stable and did not require any medical intervention. The director of nursing reports that the leak occurred at the beginning of the treatment and was noted immediately by the health care professional. The line was changed and the treatment was completed without further incident. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.